Event description:
During a tfn procedure, the wire guide would not pass through the blade guide sleeve. Another set was borrowed from another account in order to complete the procedure. Procedure time was extended approx 45 minutes to 1 hour. Reportedly, pt is doing well. This is one of two reports for this event.

Manufacturer narrative:
The device history records were reviewed and were within spec. The device was examined and has sustained heavy damage. The device could not be measured due tot eh extensive damage to the threads and inside diameter. The material was tested with a niton gun and the material passed. The damage is post mfg.